Event description:
It was reported that during an orif of a finger, the tip of a cannulated cruciform screwdriver broke off. Surgeon retrieved the broken tip and the patient was not harmed. Instrument is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that all four cruciform tips are broken off at the base where the tip transitions to the shaft. All the fracture faces are smooth and there are no indications of any material anomalies. The returned device was manufactured in february 1999 and is over 13 years old. There have only been three other complaints in the 2 year history for this issue, this screwdriver was replaced by the 314.463 in 2000, there have been none distributed in the last two years. The returned device has all four tines broken off at the transition of the tip to the shaft and the fragments were not returned. The fracture surfaces on the tip are uniform and there is no indication of any material anomalies. The shaft is made from (B)(4) and is a standard material for an instrument of this type. The complaint condition is most likely the result of the device being subjected to excessive torque. Based on the age and condition of the device, it appears that the device was subjected to excessive torque. The design is adequate for the intended use and therefore it is concluded that this complaint is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).